Manufacturer narrative:
Product complaint :(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle pfs record received. Pfs alleges injuries, dislocation, increased chromium and cobalt levels, pain, muscle loss, bone loss, osteolysis, large fluid collection and pseudotumor around the prosthesis. It was indicated that the activities has been impaired, inability to climb stairs and memory impairment. Doi: (B)(6) 2010; dor: (B)(6) 2015; unknown hip (pinnacle).